Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("my 1 year post op is this month") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced feeling abnormal ("brain fog") and asthenia ("took me longer then 5 weeks to get me energy back") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure related surgery). Essure was removed. At the time of the report, the feeling abnormal, medical device removal and asthenia outcome was unknown. The reporter considered asthenia, feeling abnormal and medical device removal to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.